Event description:
It was reported that a patient experienced hypotension and a cardiac tamponade. During a pulmonary vein isolation procedure to treat an atrial fibrillation, a versacross connect for faradrive was selected for use. After two or three attempts to get transeptal access without success using the faradrive sheath and connect dilator, the physician noticed that the patient blood pressure started to drop. An ultrasound was used to check for effusions and was confirmed there was blood in the pericardial space. A pericardiocentesis was performed to drain 600 ml of blood. The patient signs return to normal ranges and the patient was sent to intensive care unit for observation. The patient was doing well after the procedure and expected to fully recover. The patient was later discharged. The device is not expected to be returned for analysis (disposed). The physician attempted to make the transeptal stick but was not in the correct location due to unknown reason. The radio frequency was delivered and did not cross as the location was not correct. Act was therapeutic.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.